Manufacturer narrative:
E1 initial reporter phone no.: (B)(6) the device was received for evaluation. During functional testing, the customer reported ¿had issue with occlusion detector sensor¿ was not reproduced. The device was tested for upstream occlusion test and passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had issue with occlusion detector sensor during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.